Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening on the anterior portion of the device assessed as surgical damage. No observed particles in valve. Additional observations: crease fold observed on the surface of the shell wear abrasion and white particles observed inner the shell.

Event description:
Healthcare professional reported right side deflation and later reported particles in valve. The device has been explanted.

Event description:
The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.